Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the insulin pump was showing the same screen 2-3 times until you go further back into history. Caller stated that they ran a fake bolus of 3.85 units based on 50 carbs to see if the pump was releasing insulin and it did. Caller stated that the bolus history was showing a different time and different amount of insulin delivered. Caller programmed a bolus which the pump recorded. Caller also did a self-test and the pump passed. Caller was advised to monitor the pump.